Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21794. It was reported the pt experienced ineffective stimulation. Reprogramming was unsuccessful in addressing the issue. Low impedances were observed on two contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.